Event description:
A (B)(6) male patient contacted zoll customer support to report that his batteries were not holding a charge. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported a 'battery charger problem' message on the charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem defective) has been confirmed. The cause for the defective charger/modem is a damaged inductor component l4. The coil wire was broken. The cause for the defective charger/modem is the damaged coil wire on l4. The root cause for the damaged coil wire cannot be positively identified. No adverse event resulted from the damaged inductor. The patient received a replacement charger/modem.